Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain and diarrhea. The cause of the peritonitis event was unknown. One day after the onset, the patient was hospitalized for the peritonitis event. One day after the onset, the patient began treatment with tazicef and cefazolin (1 gram, once a day, intraperitoneally, durations not reported) for peritonitis. At the time of this report, the patient was still hospitalized and was not recovered from the peritonitis event. The pd therapy was ongoing. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.